Event description:
Event description guidant received information that the threshold measurements on this implantable lead had sharply increased, and it was determined the lead had dislodged. During a procedure to revise the lead, the helix would not retract.